Event description:
The complainant was received from an ems service that was contacted for a pt. Upon arrival (details are unknown) the pts blood glucose meter (type unknown) provided a result of 20 mg/dl while the glucometer dex gave a result of 95 mg/dl. The pt was taken to the hosp and a blood glucose result of 18 mg/dl was provided (method unknown). While on the phone a review of the system was conducted. Electronic and control checks were satisfactory. The customer was using dex sensor lot number 1a711aa/p55, expiry date 12/01. A request was made to have the entire system returhed for eval. In the meantime a replacement unit was provided.